Manufacturer narrative:
As this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of two for this event. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Mark gregory bigder and anthony m kaufmann (2015). Failed microvascular decompression surgery for hemifacial spasm due to persistent neurovascular compression: an analysis of reoperations. Journal of neurosurgery, 124(1):90-5. Doi: 10.3171/2015.1.jns142714.

Event description:
It was reported in an article in journal of ¿neurosurgery¿ titled "failed microvascular decompression surgery for hemifacial spasm due to persistent neurovascular compression: an analysis of operations", approximately sometime after repeat microvascular decompression procedure, a total of two patients (case 9, case 12) out of twelve developed worsening preexisting hearing deficit and aseptic meningitis. However, the current status of the patient is unknown.

Event description:
It was reported in an article in journal of ¿neurosurgery¿ titled "failed microvascular decompression surgery for hemifacial spasm due to persistent neurovascular compression: an analysis of operations", approximately sometime after repeat microvascular decompression procedure, a total of two patients (B)(4) out of twelve developed worsening preexisting hearing deficit and aseptic meningitis. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of two for this event. H10: mark gregory bigder and anthony m kaufmann (2015). Failed microvascular decompression surgery for hemifacial spasm due to persistent neurovascular compression: an analysis of reoperations. Journal of neurosurgery, 124(1):90-5. Doi: 10.3171/2015.1.jns142714. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the alleged aseptic meningitis and hearing loss could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (patient, method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.